Manufacturer narrative:
Analysis found that the bearing was corroded and too dirty. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a bur was wobbling during the procedure. There was no patient impact.